Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during testing, it was observed that the battery compartment had two cracks and contained moisture and there was evidence of moisture observed on the oled flex/connector and throughout pump casing. The pump was unable to power on. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracks in the battery compartment and moisture in the pump. This report is made based on results of investigation completed on 10/18/2017.